Event description:
It was reported that the patient underwent a procedure for artificial disc replacement at c4-5. During the procedure the cutter seized. Two additional cutters were tried with the same result. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.